Event description:
The target lesion was in the first diagonal in the lad, and it was an ami case. Pre-dilatation was performed using balloon catheters from two other co's. The pixel stent delivery system (sds) was advanced, and while implanting the stent at 12 atm, a dissection occurred at the distal part of the stent. The dissection was treated with a balloon catheter and the procedure was completed. No additional info was available.